Event description:
Patient revised for pain.

Manufacturer narrative:
The product was not returned for examination. Product information required to retrieve the device history records for review was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine. The investigation could not draw any conclusions as to whether the reported patient heterotropic bone was a contributing factor to the reported pain. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.